Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report of a use error was not confirmed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Based on the information obtained from investigation by baxter, the root cause of the error was misuse; the patient changed out the solution bags three times but reused the same cassette. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a related record, a home patient (hp) reported that he bypassed the initial drain and went to fill 1 of 4. The hp stated, he then ended the therapy, changed the bags and performed an initial drain again. The hp stated that he did this three times. The technical service representative (tsr) conference in the nurse (rn) to the call. The tsr advised not to change supply bags during therapy. The rn advised the hp to end therapy, do a manual drain, and start over with new supplies. The tsr advised the hp to put the drain bag flat on the floor. On 10 mar 2011 product surveillance spoke with the hp who stated that he had to change out his cassette three times in order to drain properly. The hp stated he did not develop any adverse reactions or need any medical intervention.